Manufacturer narrative:
The initial decision to report was incorrect resulting in the initial report being submitted in error. The explanation of the iol has not been confirmed. It was reported as a planned explant. This event is not considered to be a reportable malfunction, and it is not likely that a recurrence would result in serious injury. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient experienced blurry vision. The iol was exchanged in a secondary procedure. Additional information has been requested.